Event description:
It was reported that the patient received shocks and anti-tachycardia pacing therapy due to a storm of brief vt (ventricular tachycardia) episodes, and the health professional was concerned about reducing the shocks. Follow-up with the physician's office determined that it was not clear if the shocks were appropriate or not. The device remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.